Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing was observed on the atrial lead through a remote merlin.net transmission. The patient was asymptomatic. The patient was seen in clinic on (B)(6) 2015. No intervention was reported.